Manufacturer narrative:
Additional information was received that the patient was experiencing loss of stimulation due to high impedance.

Event description:
A report was received that the patient had high impedances on the left lead. The patient underwent a lead replacement procedure and suspected malfunction on the lead. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(6) description: linear st lead, 50cm. Sc-2218-50 (sn:(B)(4)). The complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked locations are 1 cm from both sides of the set screw mark of the clik anchor. There are no exposed cables at the fracture location.

Event description:
A report was received that the patient had high impedances on the left lead. The patient underwent a lead replacement procedure and suspected malfunction on the lead. The patient was doing well postoperatively.

Event description:
A report was received that the patient had high impedances on the left lead. The patient underwent a lead replacement procedure and suspected malfunction on the lead. The patient was doing well postoperatively.